Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia, stating a blood glucose value of 55, and there were no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment with need for assistance as implied by the reported low. Investigation included outreach to obtain additional event details and blood glucose questionnaire responses. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or specific component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.